Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5098573).

Event description:
1 reported false positive sofia sars result. Individual tested was unknown if symptomatic or asymptomatic. Test confirmed as negative with pcr on the same day.